Manufacturer narrative:
The physician confirmed that prior to and throughout the treatment the tip was examined and nothing was noted on the surface. The tip was returned and evaluated. The evaluation confirmed the tip failed visual inspection due burn damage on the surface membrane. Dialectic breakdown was observed on the treatment tip. Tip passed flow and thermistor test. Functional testing was not performed due to the damage to the tip membrane. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that while a laser facial treatment was performed, on the 296th rep, a spark occurred. The patient experienced a burn(peeling) during the treatment on the right temple and side of their nose. The patient was prescribed rinderon. The physicians office confirmed there will be no permanent damage or scarring.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the radio frequency trace. Investigation found radio frequency trace damage on tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. This tip damage most likely caused this event. It was reported patient would not experience any scarring or permanent damage from event.